Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned. A product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the trivantage emg tube was not responding normally. The physician opted to continue the procedure with the reported product. During the procedure, the physician attempted to use the nim as much as he/she could. Disconnection and/or fracture was suspected. There was no patient injury.

Manufacturer narrative:
Device returned on jan/06/2017. Date MFR. Rec: jan/26/2017. One un-sealed sample of part number 8229708, from lot number 0210438814 was received. There was a red mark (appears to be from a marker) around the circumference of the main tube at the electrode contacts. There was a sticky substance around the grey clamp shell consistent with medical tape adhesive. Visually there was no damage or anomalies in the construction of the device. The resistance of the electrodes from end to end shall be less than 200 ohms and the actual measurement of each circuit are as follows; red 18 ohms, red [w/white band] 19 ohms, blue 17 ohms, and blue [w/white band] 19 ohms. There were no open circuits and no out of specification condition of the main tube electrodes. There were no shorts between circuits and no intermittent behavior while manipulating the tube and wires. There were no cracks in the electrode contacts. Per the xvi a continuity test is performed prior to final packaging. The IFU provides contraindications and warnings that identify reasons why a user may experience reduced or eliminated emg responses to direct or passive neural stimulation such as; paralyzing agents / lubricants / sprays, neuromuscular fatigue from prolonged or repeated exposure to electrical stimuli, deep anesthesia, which may suppress neuroelectrical activity, insufficient contact between the electrodes and vocal cords due to misplacement or using a tube size that is too small, and displacement during the procedure when rotating, flexing, or extending the patient¿s head and neck. There was no fault found and no evidence of improper manufacturing, therefore manufacturing has been ruled out as a likely cause. (B)(4).